Manufacturer narrative:
Date of event was estimated.

Event description:
It was reported that the patient was unable to charge their ipg. Surgery took place 14 (B)(6) 2022 and the ipg was replaced. Effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.